Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is 200 to 250 mg/dl. The blood glucose testing is performed two to three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 07/30/2016 and open vial date is 11/15/2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.